Event description:
Event desc: an 8fr feeding tube (oj tube) was placed on (B)(6) 2011. On (B)(6) 2011 an occlusion alarm rang on the pump. Continuous feedings were running at 6.5 ml/hr. Due to the occlusion the nurse tried to flush the tube but was unsuccessful. The feeding tube was removed. Upon removal the nurse said the tube felt "tight" and felt resistance. Once the tube was removed the nurse held the tube up to the light and noticed a clog. The weighted end (1 3/4 inch of the tip) broke off in her hand. The rest of the tube remained intact. There was no reported harm to the baby.

Manufacturer narrative:
No conclusion can be drawn due to the sample not being returned for investigation. We are unable to determine if the device contributed to the incident without evaluating the sample. The customer has been contacted numerous times via email and phone for the sample to be sent, corpak has not received a response. Generally an 8fr weighted feeding tube is not used for the patient population reported (premature).